Manufacturer narrative:
(B)(4). The results of the investigation are as follows: the event is confirmed. Review of the most recent repair record determined the unit had no suction as it would not power on. The melted power inlet module was replaced and resolved the reported issue. Review of the previous repair record identified unrelated repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Complaint history search results as applicable. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Unit had no vacuum. The melted power inlet module was replaced and resolved the reported issue. There was evidence of burning/charring/scorching or signs of fire or sparking on the device but no smoke. No harm or injury reported to operator or patient. It was reported that no further information is available.